Event description:
Reportedly, the device was found to be operating in back-up mode. It was successfully re-initialized afterwards. An analysis about the date and cause of the reset was requested.

Event description:
Reportedly, the device was found to be operating in back-up mode. It was successfully re-initialized afterwards. An analysis about the date and cause of the reset was requested.